Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that a perforation occurred at the bifurcation of the circumflex and the left anterior descending (lad) arteries with the use of an unspecified device. Two graftmaster stents were opened and prepared. The 3.5 x 19 mm graftmaster was implanted; however, the vessel continued to rupture distally and was not sealed. A 2.8 x 19 mm graftmaster was attempted to be advanced thru the severely tortuous and angled circumflex artery, but failed to cross the lesion, so it was removed. After removal, the stent implant was noted to be mangled/damaged. The procedure was completed by coiling the perforation. The patient was considered critically stable and on an impella when transferred from the catheterization lab. Two days later, the patient became septic from a pre-existing condition and died while in the intensive care unit. The graftmaster stents did not cause or contribute to the sepsis or death. No additional information was provided.